Event description:
It was reported that revision surgery was performed due to loosening of the patellar component.

Manufacturer narrative:
Analysis of the returned patella revealed the loosening occurred at the cement/bone interface. The cause for the debonding of the cement/bone interface was not able to be determined from the available information.